Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 27 (encoder fault (>3000 rpm) message, that was unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse® platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed and found that the front and bottom enclosures were damaged. The returned platform underwent initial functional testing and the reported event was confirmed, as the platform exhibited a user advisory (ua) 27 (encoder fault >3000 rpm) message during testing. It was found that the integrated encoder gearbox was at fault. A review of the autopulse archive was performed however, no anomalies were observed on the reported event date of (B)(6) 2014. However, multiple user advisory (ua) 27 faults were noted to have occurred on (B)(6). Based on the investigation the, parts identified for replacement were the encoder gearbox, front enclosure gasket and bottom enclosure gasket. In summary the reported complaint of the system exhibiting ua27 was confirmed though both review of the platform archives and initial functional testing of the platform. The integrated encoder gearbox was replaced, remedying the ua27.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.